Manufacturer narrative:
It was reported that "10 hole lateral fib plate left (300-93-005). 2nd most distal hole, anteriorly. First screw 3.5x16 locking (308-35-016) caused "curly cues" off of it and spun in the plate. A 2nd screw same size was put in, no curly cues but seated better. However didn't have a hard lock into plate. Left 2nd screw in plate." Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
It was reported that "10 hole lateral fib plate left (300-93-005). 2nd most distal hole, anteriorly. First screw 3.5x16 locking (308-35-016) caused "curly cues" off of it and spun in the plate. A 2nd screw same size was put in, no curly cues but seated better. However didn't have a hard lock into plate. Left 2nd screw in plate."